Manufacturer narrative:
Corrected data: the reporter indicated that the implantable collamer lens, micl 12.6 of -13.0 diopter was torn during delivery on (B)(6) 2017. The surgeon stated that he believes the foam tip plunger (ftp) may not have expanded fully as the icl was advanced down the injector. As a result the icl became partially stuck between the ftp and the injector and did not advance properly. The lens was placed into the eye but was torn at the trailing haptic/ footplate. The icl was then removed and a back-up lens was successfully implanted intraoperatively. Surgeon states that the whole process was completed in less than 30 minutes. Claim# (B)(4).

Manufacturer narrative:
Corrected data: usage of device: "initial use of device" should have been checked in the initial MDR. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in liquid inside a lens case/ vial. Visual inspection found tears in the haptic and a piece of haptic missing. Method code : no additional similar complaint type events were found within the associated lots. (B)(4).

Event description:
The reporter stated that the lens was torn during delivery on (B)(6) 2017.the surgeon stated that he believes the foam tip plunger (ftp) may not have expanded fully as the icl was advanced down the injector. As a result, the icl became partially stuck between the ftp and the injector and did not advance properly. The lens was placed into the eye but was torn at the trailing haptic/ footplate. The icl was then removed and a back-up lens was successfully implanted intraoperatively. Surgeon states that the whole process was completed in less than 30 minutes.